Event description:
It was repoted this right ventricular (rv) lead was explanted with unknown reason but it was noted upon extraction that helix would not come back. This lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix allegation was confirmed based on observations of dried body fluid/blood at base around helix and tissue on helix. Visual inspection revealed gore abraded through proximal area of distal shocking coil, likely lead on lead contact. Further, helix mechanism test could not be performed due to lead severed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported this right ventricular (rv) lead was explanted with unknown reason but it was noted upon extraction that helix would not come back. This lead was surgically explanted. No additional adverse patient effects were reported.